Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to oversensing of non-physiologic artifacts. Reportedly, the artifacts could not be reproduced during in-clinic troubleshooting and the device was reprogrammed to secondary vector. Technical services (ts) provided further troubleshooting recommendations. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to oversensing of non-physiologic artifacts. Reportedly, the artifacts could not be reproduced during in-clinic troubleshooting and the device was reprogrammed to secondary vector. Upon technical services (ts) review, it was discussed that the episodes were caused by a sudden loss of cardiac signal in combination with non-physiologic artifacts and base line shifting. Ts also provided further troubleshooting recommendations. The s-ICD system remains in service. No additional adverse patient effects were reported.